Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was bent approximately 77.0 cm from the hub. The cat6 had multiple kinks approximately 123.5, 126.0, and 126.5 cm from the hub. The cat6 was repeatedly kinked and stretched from approximately 127.5 cm from the hub, to approximately 1.5 cm from the distal tip. The distal tip of the cat6 was kinked length-wise from approximately 1.5 cm from the distal tip, to the distal tip of the catheter. Conclusions: evaluation of the returned devices revealed that the cat6 was kinked length-wise near the distal tip. This type of damage typically occurs due to improper handling of the device during use. If excessive force is used while inserting the cat6 into a sheath, the catheter tip may become kinked. The observed kink would likely cause resistance upon attempting to advance the cat6. Further evaluation revealed that the cat6 was kinked and stretched in multiple locations along the distal shaft. If the catheter is forcefully advanced and/or torqued against resistance, further kinks may occur. The observed stretches are likely the results of forcefully withdrawing the cat6 against resistance. Evaluation of the returned sep6 revealed that it was visibly undamaged and dimensionally within specification. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac vein using an indigo system aspiration catheter 6 (cat6). During the procedure, upon being inserted into another manufacturer's sheath, the tip of the cat6 became crushed. The physician was unaware of the damage to the cat6 and attempted to use it with the indigo system separator 6 (sep6) for aspiration of the thrombus; however, the sep6 would not function properly. Therefore, both the cat6 and sep6 were removed and the procedure was completed using thrombolytics. There was no report of an adverse effect to the patient.